Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate and the insulin gauge remained static at 105 units. Customer reported a blood glucose level of 180 (mg/dl). A review of the pump history by tandem technical support indicated the customer has been using less insulin recently and they are using their cartridge longer than what is recommended. Customer delivered a correction bolus to address bg level.